Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The device code has been updated.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with ise indirect na for gen.2 on a cobas c 311 analyzer. A questionable result was reported outside of the laboratory. Controls also showed imprecision on the c 311 analyzer. The sample was initially tested twice on a different analyzer, resulting in na values of 133 mmol/l and 134 mmol/l. The sample was repeated three times on the c 311 analyzer, resulting in na values of 115 mmol/l, 136 mmol/l, and 134 mmol/l. The na electrode lot number was c34. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
N/a.